Manufacturer narrative:
Upon the evaluation, several damages could be found in the metal outer sheath. The outer shaft was deformed at the distal end and it is partially torn. In addition, one side of the bayonet catch is missing. Furthermore, the pull rod on the clickline insert is also slightly bent distally. No indication for a material or manufacturing related issue was found during the investigation. The root cause is most likely due to mechanical overload causing device to bend and break, i.e., user error. No injury or impairment of health condition to patient reported. The related instruction for use already included warning of risk or injury: overloading the instrument by exerting too much force may cause the medical device to break, bend and malfunction, and consequently injure the patient. Do not bend bent instruments back to their original position. Note: the initial medwatch report listed the product as model 33310c clickline bowel grasper forceps insert; based on the evaluation findings, the model has been changed in this supplement report to the metal outer sheath component of the clickline forceps.

Event description:
As per a manufacturer incident report we received from the factory in (B)(6): towards the end of the procedure, the surgeons spotted a small metal piece inside the patient, which was retrieved. It was identified as a part of the johann (metal lumen of the shaft). With a further investigation, it was identified that a piece of the metal insert was missing too. It was not found/retrieved. (MFR's. Internal complaint #(B)(4)).

Manufacturer narrative:
The device is in transit to the manufacturer. The investigation is pending.